Manufacturer narrative:
Date sent to the FDA: 5/26/2025 d4: UDI: as the lot number for the device involved in the event was for DHR review, the full UDI is currently not available. H6: appropriate term / code not available (e2402) utilized to capture lump along incision. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent repair of incisional hernia on (B)(6) 2017 and a mesh was implanted. It was reported that the patient underwent removal of mesh and repair of recurrent ventral incisional hernia on (B)(6) 2019 and a mesh was implanted during which the surgeon performed lysis of adhesions, removal and mesh placement, separation of components, abdominal wall reconstruction and liver biopsy. It was reported that the patient experienced pain, lump along incision, discomfort, nausea emesis, scars, slight dizziness and fatigue. Other procedure was captured in a separate file. No other information was provided.

Manufacturer narrative:
Date sent to the FDA: 6/05/2025. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.